Event description:
A hospital reported via our distributor that water overflowed past the maximum water level line of an mr290 autofeed humidification chamber. The hospital reported that the problem was discovered before the chamber was used.

Manufacturer narrative:
The mr290v chamber was inverted to test for float operation. It was subsequently tested for overfilling by connection with a water feed bag. Results: when the chamber was inverted both floats remained pressed to the aluminium base. As the water filled the chamber the primary float lifted with the water level but did not stop the water flow; the water level passed over the maximum fill line. The secondary float did not stop the flow of the water either as it remained pressed to the aluminium base. The water overflowed out of the chamber. A lot check revealed no other similar complaints for this lot number. Conclusion: the fact that the floats remained pressed against the base is consistent with a known failure mode. The mr290 instructions for use indicates the correct water level, and advises the user to replace the chamber should the water exceed the limit line. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 7ppm.